Event description:
Patient who had a transvaginal apogee, perigee, and monarc sling performed in out side hospital. She immediately had severe postoperative pain the day after surgery and was taken back to the operating room for adjustment. She then had a second procedure where her mesh arms had been transected and some stitches removed from the sacrospinous ligament. She continued to have persistent pain, the left side greater than the right, and in the examination, there were felt to be areas of mesh palpable in the office and that were tender overlying the sacrospinous ligament.in the operating room, there was a distal mesh underneath the vagina and the rectum that was palpable. A rectal exam confirmed mesh near the opening of the vagina, but I could not palpate any mesh arms near the uterosacral ligaments. During the dissection on the left, we encountered some mesh overlying the sacrospinous at the level of the ischial spine that was affixed. There was approximately a centimeter of balled up mesh. This was excised. Otherwise, the entire left and right sacrospinous ligaments were exposed, and we did not need any permanent mesh or sutures. Cystoscopy at the end of the procedure was normal.